Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine plus ver.2 (crea2) on a cobas 8000 c (701) module. The initial result was 1033 umol/l. This result was reported outside of the laboratory where it was questioned by the doctor. The repeat result was 74 umol/l. The sample was repeated twice on a different c701 module with results of 75 umol/l. A revised result of 74 umol/l was reported outside of the laboratory where the doctor believed it to be correct. The crea2 reagent lot number was 562102. The expiration date was not provided.

Manufacturer narrative:
Address continued: (B)(6).

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and did not find any issue. After the fse's inspection, no further issues were reported by the customer. The investigation did not identify a product problem.